Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure, the lead was rotated a few times then suddenly unexpected resistance occurred and the lead was stuck in the right atrium. The operator carefully turned the lead counter clock wise to pull back. After numerous attempts the lead was released. Visual inspection showed a stretched helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) thefull lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The lead fixation was distorted (extrinsic) with the helix being pulled/stretched/overstress. The distal conductor was obstructed with stylet/guidewire stuck in lumen. Visual analysis noted the lead was damaged at implant. Lead was returned with the stylet stuck in the lead, and the helix extended and pulled/stretched/overstressed likely due to attempted implant damage. The stylet could not be removed, and the helix extension/retraction/length could not be performed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.